Manufacturer narrative:
3/16/1998-supplemental report #2 submitted to FDA.

Event description:
The device was used during a hysterectomy procedure on a dog. Reportedly, the suture broke. The veterinarian has no additional info at this time.